Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of "perioral artery blockage/compression" involving redness and very mild swelling at injection site are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 4 days after injection with juvederm ultra xc in the lips, patient returned to the office for assessment and the healthcare professional observed very mild swelling of the lips in addition to "perioral artery blockage"/compression at the left upper lip. Pt was treated with "hylase", a "nitrate patch", and massage. One week after injection, patient was "all healed" apart from "very mild redness".